Event description:
It was reported by service report that the seat would not hold weight due to a cracked seat back. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.